Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 01-may-2023. Investigation summary: one sample model 2477-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed. All air bubbles were primed out of the set. The customer complaint that the air bubbles were unable to be primed out of the line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2477-0007 lot number 23015507 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d ss experienced air bubbles. The following information was provided by the initial reporter: during stem cell transplant, cells were noted bubbling up and air bubbles noted within IV tubing; cells would not advance and then clumped within the line.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d ss experienced air bubbles. The following information was provided by the initial reporter: during stem cell transplant, cells were noted bubbling up and air bubbles noted within IV tubing; cells would not advance and then clumped within the line.